Manufacturer narrative:
Additional information is provided in sections a.1, a.2, a.3a, b.2, b.3, b.5, h.1, h.6 and h.11. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received that the surgery was not completed on the same day, and the male patient required an additional vitrectomy surgical intervention of the left eye. The patient experienced dense vitreous opacity, intraretinal hemorrhages, and corneal edema. The patient¿s symptoms are currently ongoing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during cataract surgery while using an ophthalmic system there was difficulty with aspiration when addressing denser (harder) cataracts. The surgery was completed. Procedure details and patient impact have not been provided. Additional information has been requested but is not available at the time of this report.